Event description:
It was reported that the patient's generator was unable to be communicated with. No additional relevant information has been received to date.

Manufacturer narrative:
Suspect medical device brand name, corrected data: the supplemental report #1 inadvertently did not update this product information. Suspect medical device type of device name, corrected data: the supplemental report #1 inadvertently did not update this product information. Suspect medical device model #, serial #, lot #, expiration date, corrected data: the supplemental report #1 inadvertently did not update this product information. Operator of device, corrected data: the supplemental report #1 inadvertently did not update this information. Implant date, corrected data: the supplemental report #1 inadvertently did not update this product information. Device manufacture date, corrected data: the supplemental report #1 inadvertently did not update this product information. Labeled for single use, corrected data: the supplemental report #1 inadvertently did not update this information. Usage of device, corrected data: the supplemental report #1 inadvertently did not update this information.

Event description:
Additional information was received stating that the failure to program was due to a dead wand battery. The patient was later seen and the patient¿s device was successfully interrogated.

Manufacturer narrative:
.